Event description:
Caller reported a malfunction on the pump with a malfunction code displayed. There was no adverse impact to the customer¿s blood glucose level. After receiving pump reset information and assistance from technical support, the customer successfully reset the pump, and the malfunction code did not recur. The customer was able to continue using the pump and was advised to call again if any malfunction code appeared.